Manufacturer narrative:
Serial number of the unit was not reported.

Event description:
It was reported via u.s. Consumer product safety commission report that a caregiver was injured by a stryker nara bassinet when it rolled into the back of her left ankle, with the caregiver reportedly sustaining a 5 inch long by 3 inch wide laceration that required stitches. It is also reported that the injury resulted in a neuroma, neuropathy, nerve damage as well as a contracture on the caregiver's leg.

Manufacturer narrative:
During investigation, it was determined this event had been previously reported in MDR 0001831750-2019-00262.

Event description:
It was reported via u.s. Consumer product safety commission report that a caregiver was injured by a stryker nara bassinet when it rolled into the back of her left ankle, with the caregiver reportedly sustaining a 5 inch long by 3 inch wide laceration that required stitches. It is also reported that the injury resulted in a neuroma, neuropathy, nerve damage as well as a contracture on the caregiver's leg.